Event description:
Information received from the field notes that the patient presented to the clinic complaining of twitching around the pocket. Autocapture was enabled. When the pacing config- uration was programmed to bipolar, the twitching stopped. Autocapture was turned off and the device was left in bipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative